Manufacturer narrative:
Evaluation summary:the reported condition of a cut above the three way stopcock was confirmed. During visual inspection a cut on the tubing was present. A root cause could not be identified.a batch review was conducted with no abnormality observed.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.(B)(4).

Event description:
Litigation papers allege failure to achieve proper bone ingrowth into the cup and excessive metal debris.

Event description:
The customer reported to baxter (B)(4) on (B)(6) 2010, an incident where there was a cut above the three way stopcock which caused air bubbles in the tubing with this dehp free solution administration set with injection site & 3-way stopcock. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The sample has been received and is pending evaluation by baxter (B)(4). A follow up report will be filed once the evaluation is completed or if any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).